Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items were flagged during the sterilisation process. No adverse event reported. No further information provided. Items handed into our warehouse department complaint is due to wear and tear.